Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information from a field representative that during a device upgrade procedure, this cardiac resynchronization therapy defibrillator (crt-d) was unable to complete a manual capacitor reform and beeping tones were emitted from this device. After this, telemetry could not be re-established with this device. Subsequently, this crt-d was attempted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage.

Event description:
--